Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have and passed engagement when placed on the in-house system. The instrument passed engagement 3 out of 3 attempts. A review of the logs reported error code 22020 "installed vessel sealer extended failed to engage on usm4. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted revision - sleeve to bypass surgical procedure, the vessel sealer extend (vse) instrument was not working right. The vse instrument would not seal correctly. The site tried swapping the vse instrument out and moving it down to the integrated electro surgical unit (iesu), but the surgeon was still experiencing issues. Prior to calling in, the customer rebooted the system due to encountering a non-recoverable fault while troubleshooting the vse instrument. The customer was unable to provide additional context to the vse instrument issues but stated that maybe it was that it was slower on the iesu. Intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the vse instrument ran slower and hotter on the iesu. The isi tse recommended rebooting the e-100 if necessary, but the customer did not perform while on the phone. The isi tse also recommended ensuring the surgeon was taking appropriate-sized bites of tissue and ensuring that there was no excess fluid where they were using the vse instrument. The site continued with the procedure and did not have the vse instrument installed during the call. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing concerning identified. It was a brand-new instrument out of the box. The md said it was not working properly. The reporter did not know what surgical task was being performed at the time nor the details of the specific issue the surgeon experienced. The reporter did not know if errors occurred if the sealing tones were heard, or if tissue effect was observed. The reporter did not know what the target tissue was or whether the tissue was cut that was not fully sealed. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon believed that the issue was caused by the device being broken. The item was returned. There are no photos or videos.